Event description:
It was reported that dr was placing a 4 french groshong in an patient, anaesthetized patient and had the PICC already inside patient. He cut the PICC to size, attached the end and then realized upon flushing that the PICC was split a few centimeters below the cut. He was able to put a wire through the side holes of the PICC and exchange it for a new PICC, as the patient has extremely limited access points.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3561 showed no other similar product complaint(s) from this lot number.